Event description:
A high readings issue was reported with use of the adc device. Customer received an unspecified high sensor scan result compared to a competitor brand meter. As a result, customer self-treated with novorapid insulin. Customer further reported that they went to the doctor because of the deviating readings, who referred the customer to the hospital. The customer was given sugar(injection) and allopurinol for treatment. No further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. Extended investigation has been performed on the returned sensor. Performed a visual inspection on the returned sensor, no issues were observed. Attempted to extract data from returned sensor after de-casing, but the sensor did not read. The returned battery was measured, and results were within specification. Performed a visual inspection on the returned sensors pcba (printed circuit board assembly), observed that the antenna had been damage due to de-casing and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba. Adc is unable to perform further testing at this time due to damage during de-casing. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for PMA/510k as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc device. Customer received an unspecified high sensor scan result compared to a competitor brand meter. As a result, customer self-treated with novorapid insulin. Customer further reported that they went to the doctor because of the deviating readings, who referred the customer to the hospital. The customer was given sugar (injection) and allopurinol for treatment. No further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was retunred and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was extracted using approved software, and extraction was successful. Watermark was observed at the base of the sensor tail indicating properly inserted .de-cased the sensor and no issues were observed upon visual inspection of the pcba(printed circuit board assembly). Extended investigation has been performed on the returned sensor. Performed a visual inspection on the returned sensor, no issues observed. Attempted to extract data from returned sensor after de-casing, but the sensor did not read. The returned battery was measured, and results were within specification. Performed a visual inspection on the returned sensors pcba, observed that the antenna had been damage due to de-casing and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba. Adc is unable to perform further testing at this time due to damage during de-casing.all pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc device. Customer received an unspecified high sensor scan result compared to a competitor brand meter. As a result, customer self-treated with novorapid insulin. Customer further reported that they went to the doctor because of the deviating readings, who referred the customer to the hospital. The customer was given sugar(injection) and allopurinol for treatment. No further treatment was required. There was no report of death or permanent impairment associated with this event.